Event description:
It was reported that the customer had a prime and fill anomaly on the insulin pump. The customer's blood glucose level was 169 mg/dl. The customer stated that the insulin is coming out of the insulin pump but there are no units displayed on the screen and insulin was squirting out of the insulin pump. The customer was advised that the insulin pump need to be replaced. The customer stated that he has been on manual injection for 3 months. The customer was advised that the damaged insulin pump will have to be returned. The customer was advised that the replacement insulin pump need to be programmed. The customer was advised if further assistance is needed to contact us.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed during basic occlusion and was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratches on lcd window, cracked case at display window corners and reservoir tube lip.